Event description:
It was reported intermittently that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided; cause was unknown. Customer gave a manual injection to address BG level. Reportedly, the customer declined further assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.